Event description:
Pt became symptomatic with severe back pain at end of dialysis treatment. Blood specimen drawn revealed hemolysis. Pt admitted to hospital for observation and treatment. Exam of arterial bloodline revealed twisting of line between pump and dialyzer with small indentation present.